Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material in sterile packaging.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: debris on the tip of the blade. Probable root cause: foreign material left in the device, stains, corrosion, inadequate cleaning process, environmental conditions, dents, scratches, shipping damage. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was foreign material in sterile packaging.